Event description:
A (B)(6) male pt contacted zoll customer support to report a prompt indicating that the device could not be used and to call zoll. Support confirmed a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.